Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother reported that the transmitter in use belongs to a friend of hers and was not actually purchased by patient's mother. Patient was advised that the friend would need to contact dexcom to report an issue with this transmitter instead. No additional patient or event information is available.